Event description:
Neuro sponge was missing from the end of the attached string at completion of a surgical procedure. Room checked, surgical field searched. Special attention paid to surgical site, x-ray taken and the sponge was never located. In discussion with staff, it is reported these sponges become loose on string when they are saturated.